Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip xtw was selected and grasping was difficult due to the clip rotating within the left ventricle caused by interference with the ventricular wall and chordae tendineae and was difficult to position the clip. Physician decided to replace the clip with mitraclip ntw and the clip was successfully deployed. All steps were performed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.